Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The site reported patient experienced respiratory failure after a superdimension procedure. The patient was subsequently admitted hospice care and passed away which was previously reported on MDR 3004962788-2016-00157. This event was reported after the patient death due to the site review of their records. This is also the same patient as 3004962788-2016-00210. If additional information is obtained a follow-up report will be submitted.